Event description:
The customer contact reported that during testing at the user facility, it was noted that there was an open ground on the ac power cord. The device was returned to the biomedical department from 4 pcu with a note stating, "pole clamp hard to turn". This does not indicate a reportable event. However, during testing at the user facility, it was noted that there was an open ground on the ac power cord. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.